Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva hf single port leaked at the septum. The following information was provided by the initial reporter: after placing a 18g x 1.75" nexiva and retracting the needle, the septum area continued to leak blood. Catheter had to be removed and replaced.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383520 and lot number 4323757. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.